Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had a pocket erosion. This device was suspected of exhibiting premature battery depletion (pbd) as it was noted to have less than three months of battery level remaining faster than expected. This pacemaker system was explanted. Technical services (ts) made a request for a device data disk for analysis. No additional adverse patient effects were reported.